Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review as the patient has not been revised. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 36 x 0 on the left side on (B)(6) 2010. Currently the patient is being monitored due to pain.